Manufacturer narrative:
Investigation summary: one loose 3ml assembled syringe with needle was received and reported to be from batch #8064581 (p/n 309657). The sample was visually evaluated. The syringe was found to have linear crack from approximately the 2ml marking to the roof of the barrel. Cracked barrel is rejectable per product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip "split open while injecting patient". There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip "split open while injecting patient". There was no report of exposure, injury, or medical intervention.